Manufacturer narrative:
Zoll has not received the icy catheter (lot # 172322) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed. Event of bleeding was serious; the patient did require treatment - pressure dressing placed followed by a weighted bag and femstop device to prevent complications; event resolved without sequelae. Event was probably related to the icy catheter due to relevant timing and location at the time on insertion. Event is probably related to device deficiency. Bleeding at IV insertion site is an anticipated event and could potentially occur with usage of any catheter. The event of "bleeding at insertion site" was probably related to the device and not related to the procedure.

Event description:
The physician reported that the resident's initial attempts at venipuncture to place the icy catheter into the right femoral vein were unsuccessful. The physician took over and initiated the catheter placement procedure using the first icy catheter. The physician has an extensive experience since 2007 in intravascular catheter placement. The left inguinal region was then prepped and draped, and the physician could access the left femoral vein in a single attempt but could not advance the guidewire more than half its length. The physician was able to perform dilation over the guidewire but could not advance the catheter by more than 50% of its length. The physician removed the guidewire and tried to re-thread it, but the guidewire got stuck within the catheter and could not be removed. The physician decided to remove the first catheter and guidewire out of the vessel while applying pressure to minimize bleeding. The physician stated that the bleeding was significant as the tract had been dilated over the guidewire. The physician attempted to place the second catheter on the same vessel. The physician reassessed the vessel using the finder needle and was able to pass a second guidewire through the finder needle. The physician stated that dilation was not needed given the existing tract that had been created. However, another attempt at inserting the second catheter over the guidewire was unsuccessful. The guidewire became stuck within the catheter again and could not be retrieved either. A pressure dressing was placed over the left inguinal access site, followed by a weighted bag and a "fem-stop device" to stop the bleeding. The physician attempted to place the third catheter into the right femoral vein, which was successful, and the ivtm therapy was continued. No other adverse effects were noted. The icy catheters used during the reported event were lot #167003, 170780, and 172322. It is unknown which catheter was used first during the reported event. The physician stated that two of the three catheters were likely defective. Please see the following related MFR report: MFR 3010617000-2022-01487 for the icy catheter lot #167003. MFR 3010617000-2022-01489 for the icy catheter lot #170780. MFR 3010617000-2022-01536 for the guidewire lot #171390. MFR 3010617000-2022-01537 for the guidewire lot #unknown.

Manufacturer narrative:
Event of bleeding was serious; the patient did require treatment - pressure dressing placed followed by a weighted bag and femstop device to prevent complications; event resolved without sequelae. Event was probably related to the icy catheter due to relevant timing and location at the time on insertion. Event is probably related to device deficiency as additional required manipulations could contribute to development of bleeding at insertion site. Bleeding at IV insertion site is an anticipated event and could potentially occur with usage of any catheter. The event of "bleeding at insertion site" was probably related to the device and not related to the procedure.